Manufacturer narrative:
Investigation completed 9/28/2017. DHR review can not be performed at this time. This is not a serialized product. Also no lot # have been provided. 100% of this product is inspected per inspection requirements prior to leaving integra facility. No manufacturing or design related trend has been identified. Post market information will continue to be monitored with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Root cause analysis is not determined at this time. Customer complaint issue not confirmed .

Event description:
It was reported that a patient had a 2-cm laceration (location unspecified) due to the mayfield infinity skull clamp loaner loosening after stabilization of the patient. The date of the incident was unknown. It is unknown if a revision/medical intervention was required. There was a delay in surgery, (unspecified time), due to the product problem. Additional request for information has been sent.